Event description:
It was reported that a MRI tech called to ask about waiting period after implant because patient was recently implanted with a new lead, extension and implantable neurostimulator (ins) due to a broken lead causing an open circuit. Technical services (ts) reviewed there is no waiting period but recommended consulting with managing dbs physician to have eligibility form completed for both systems and confirm no issue with scanning immediately after implant. Caller confirmed reason for scan was unrelated to dbs device/therapy. Caller said the lead issue was found on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 37603. Serial# (B)(4). Implanted: (B)(6) 2019. Product type: implantable neurostimulator. Product ID: neu_unknown_lead. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported according to records from (B)(6) 2022 the ¿bipolar one was low¿ on the right lead. The patient was still using that lead as the physician reprogrammed around the open circuit. The consumer said it was possible to get an MRI with an open circuit, but the location they had been to in the past wouldn¿t due an MRI with the open circuit. The issue was the lead was discovered soon after it was implanted (two months after it was put in it was checked and worked fine, but a couple of weeks after they couldn¿t get the MRI because the open was discovered). The cause of the break wasn¿t determined, but since it was reprogrammed around the patient wasn¿t going to worry about it.